Manufacturer narrative:
Correction: g.4. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. Upon visual inspection the service technician noted that they had no power to keypad - replaced keypad. A review of the device history record for sn (B)(6) was performed from (B)(6) 2018 to (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to electrical failure of the front case assy w/ keypad 8015 m2.

Event description:
Won't turn on / off was reported.

Manufacturer narrative:
The affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Won't turn on / off was reported.